Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The customer reported complaint that instrument wires are exposed was confirmed. Failure analysis found a frayed pitch cable at the distal end. The returned instrument was also found to have a broken bipolar yaw pulley. The broken piece (approximately 0.072 x 0.175 in size) is missing as a result of breakage. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, an or staff member noticed the pk dissecting forceps has wires exposed. The operation room staff completed case set-up and a similar backup da vinci instrument was used to proceed with the case. The procedure was completed with no reported injury.